Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail 9/3.25 mm balloon ruptured at 12 atms on the initial inflation. The lesion being treated was calcified, 99% stenotic lesion in a tortuous proximal lad coronary artery. No pt injuries or complications were reported.